Manufacturer narrative:
Result: the benchmark delivery catheter (benchmark dc) was fractured approximately 5.0 cm from the hub, kinked approximately 37.0 and 47.5 cm from the hub, and ovalized approximately 1.0 cm from the distal tip. Conclusion: evaluation of the returned device revealed that the benchmark dc was fractured near the hub. This fracture likely occurred when the physician attempted to manipulate the indicated kink. A kink at this location of the benchmark dc typically occurs due to improper handling during removal from the package. If the device is manipulated at an angle while force is being applied, it is likely that damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Correction: event description corrected.

Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter (benchmark dc). Upon removal from the packaging, the benchmark dc was found kinked. In an attempt to unkink the benchmark dc, the physician further damaged it and it was not used. The procedure successfully continued using a new benchmark dc.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a benchmark select catheter (benchmark select). Upon removal from the packaging the benchmark select was found kinked. In an attempt to unkink the benchmark select, the physician further damaged it and it was not used. The procedure successfully continued using a new benchmark select.